Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet was implanted in a patient. Computer tomography measured 18 x 21. Intraop toe measurements were 45' 1.5 and 90' 1.7. Difficulty gaining 0' and 135'. Fluoro runs rao 18.7 and left anterior oblique (lao) 26.6. On (B)(6) 2023, it was reported that the device had embolized and lodged in the left ventricle. The patient had open heart surgery to removed the device. The patient is stable.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. Reportedly, it was reported that the device had embolized and lodged in the left ventricle. The patient had open heart surgery to removed the device. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.